Event description:
Event descprition boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) with a charge time of 30.2 seconds and a monitoring voltge of 2.72v.